Event description:
The manufacturer received information alleging difficulty staying asleep, nasal congestion, headache, dizziness, nausea and lightheadedness, no appetite due to the affects, nasal/throat irritation or soreness; device has strange odor burning/smoke/electrical odor, related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on oct 30, 2023 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information difficulty staying asleep, nasal congestion, headache, dizziness, nausea and light-headedness, no appetite due to the affects, nasal/throat irritation or soreness, spitting up an abundance of thick tan in colour substance. Device has strange odor burning/smoke/electrical odor, related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they were able to confirm the device powered on and provided airflow. The manufacturer inspected externally, observed unknown dust/dirt contamination present on all surfaces of the base unit, air inlet where the filter would be and at the iso port entrance and behind the ui knob. There is an oily residue present on the top enclosure. The manufacturer inspected internally, observed unknown debris in the tracks of the ui panel, mineral deposits present on the enclosure panels suggesting unknown liquid ingress, there is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. Evidence of sound abatement foam degradation/ breakdown was not observed in the base unit. They also observed keratin-like substance was observed around the blower box outlet, unknown dust/dirt contamination and fibers found on the blower casing/ impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. Mineral spots consistent with water ingress were found within enclosure panels. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found zero error codes. The manufacturer concludes that they were not able to confirm the customer complaint or directly address the patient's symptoms. Manufacturer confirm the presence of contamination in the airpath. There was no evidence of sound abatement foam degradation. Sections d8, d9, h2, h3, h6 has been updated in this report.